Event description:
Patient was revised to address infection. Loosening of the stem and sleeve was also reported.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update - 8/27/15 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated chronic infection, loose stem/sleeve, inflammation, and bone loss. The last two screws are now being reported as the patient now has litigation for this revision. The part number for the last screw is being updated. It should be noted that the first two screws on the complaint have the same part/lot numbers-there were two screws with the same part/lot. The complaint was updated on:9/23/2015

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A previous review of the device history records for all of the lot codes associated with this complaint was conducted. The review did not reveal any related manufacturing deviations or anomalies on any of the provided lot codes. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. A singular x-ray was obtained, other than that the patient had a history of paid med abuse. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update rec'd 10/14/2014, 10/20/2014, 10/23/2014 - patient's medical records were received. Records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. Doi: (B)(6) 2007.